Event description:
Rptr had a laser treatment with cool touch laser for minimal acne scarring on left cheek. Cool touch laser advertises this treatment as effective in improving appearance of acne scarring with no down time, safe on all skin types and color, no risks of complications and is about a 15 min procedure. After the 2nd laser treatment rptr was left with burned horizontal lines and pock marks all over left side of face. Rptr is now seeing a plastic surgeon for 2 year period in which he cannot tell rptr how much this scarring will improve. No make-up can conceal this damage. Rptr had this laser treatment to improve minimal acne scars and while left cheek is now covered in pits and raised burn lines.